Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 5 colony forming units (cfus) of pseudomonas aeruginosa and 2 cfus of klebsiella aerogenes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels. Cfu: 2 cfus. Bacterial identification: micrococcaceae and bacillaceae. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.